Event description:
Foot pedal is sticking. On follow up with the hospital, a person said when foot taken off foot pedal, the motor continued to run. Person assumed that they switched foot pedals to finish the case - they several back-ups. There was no injury or adverse effects.

Event description:
Foot pedal reported to be sticking. On follow-up, or administrative assistant reported the motor continued to run when foot taken off the foot pedal.